Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, scratched case and cracked battery tube threads.

Event description:
Customer reported a motor error alarm during a prime. Customer's blood glucose was 178 mg/dl. She stated she was able to complete the rewind sequence on her insulin pump. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.